Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. It was reported that the lead dislodged seven weeks after the implantation. The lead was explanted and replaced, but not returned for analysis. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to forces applied during the explant procedure. Further analysis of the lead revealed a deformation and a cut approximately 19 cm distal to the is-1 connector pin. These damages also most likely resulted from the explant procedure. No deviations were noted which might have contributed to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.